Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation on the morning after implant, the right atrial lead was found to be dislodged with the device oversensing r-waves on the atrial channel. The physician repositioned the lead on (B)(6) 2018. The patient was stable before, during, and after and would continue to be monitored.